Event description:
Two devices (part#: cev405 and cev134) were returned to mxi service and repair.

Manufacturer narrative:
Device 2 of 2: cev134 (lot #06/03) - manufacturing date: june 2003. The device (part# cev405) was evaluated and indicated that the sheath was damaged and shows signs of impact. The mobile jaw was bent and prevents the jaws from closing correctly. The sheath of the instrument was very likely damaged from shocks during use or reprocessing. The jaws were probably bent after being closed too tightly on a hard surface or one that was too thick which led to the observed fault. Cev134 was evaluated and indicated that the paddle of the electrode was broken and was now only connected by the coating which causes a short-circuit at the source of the observed fault. No material fault or corrosion was observed. The break most likely took place after excess strain or shock during use or reprocessing. (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference #: na. (B)(4).